Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The paramedics were called due to convulsions. The paramedics treated with glucose gel and transported him to hospital. The blood glucose reading at the time of the event was 36 mg/dl. The current blood glucose reading is 192 mg/dl. Nothing further reported.